Event description:
This procedure was performed on the sfa. During the stenting procedure, a piece of the protege everflex stent broke off in the patient, and had to be removed by the physician.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.